Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date for pelvic organ prolapse/stress urinary incontinence and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat apical and posterior prolapse, cystocele and mesh was implanted. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.